Event description:
It was reported; rep received a call from the customer who stated: the scrub tech tried to put a reamer head onto a stryker navigation reamer handle and it would not fit. Customer was able to use a stryker ortho reamer handle as a back up and it worked fine. There was a delay of approximately 10 minutes due to the event.

Manufacturer narrative:
If additional information becomes available, then, it will be submitted in a supplemental report.